Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified left main artery. After a 5.0x16mm synergy drug-eluting stent was deployed, a 5.00mm x 8mm nc emerge balloon catheter was advanced for post-dilation. However, on the third inflation at 13 atmospheres for 7 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and contrast in the balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 1mm proximal from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified left main artery. After a 5.0x16mm synergy drug-eluting stent was deployed, a 5.00mm x 8mm nc emerge balloon catheter was advanced for post-dilation. However, on the third inflation at 13 atmospheres for 7 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.